Event description:
Additional information was received on (B)(4) 2013 when it was reported that during surgery, the generator was just re-sutured down and was not replaced.

Event description:
On (B)(6) 2013 it was reported that the patient has been referred for generator revision surgery due to the device being "flipped" and migrated. The patient suffered trauma to the area and the device has moved. Clinic notes dated (B)(6) 2013 were received which indicated that after the patient was implanted with the vns in (B)(6) 2012, the patient was subsequently hospitalized with dvt (deep vein thrombosis) for which he was hospitalized and is on coumadin. The patient reported that his daughter grabbed his shirt and grabbed the vns which made it stick up on its side. Then the prior evening, for three hours, he worked to change the position of the vns and caused considerable chest pain in the process. The patient came in on (B)(6) 2013 for x-rays, he feels like the device is still functioning well. The physician reviewed the x-rays and stated that it appears that the patient has flipped the device upside down. The physicians stated that apparently he has either torn the suture or the attachment to the fascia working with manipulation of the device the night prior. The physician reported that the wire appears intact and on firm and feels like it is functional. The physician stated that they will re-open the patient and re-anchor the generator. It was stated that no further information would be provided by the physician. The patient was scheduled for surgery on (B)(6) 2013 but it is unknown whether the generator was replaced or if the implanted generator was just sutured back in place.